Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 581 mg/dl at the time of incident. Customer stated they already did a bolus and their current blood glucose was 370 mg/dl. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer stated they received calibration not accepted alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.